Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Conclusion: product did not contribute to event complaint reviewed and analysis showed no trend for 38am-5635 lot no: 125276120. Device history record reviewed. Product not returned. Evidence that product in specification when used; undetermined.

Manufacturer narrative:
Device #2: investigation is not complete. Although several attempts have been made, no medwatch 3500a has been received. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00088.